Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. During power up and testing, the device found no issue with device keeps alarming tubing not detected. The device passed all functional testing and ran the program for an extended period of time with no issues occurring. Therefore, no fault found with the issues. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd ms3 pump exhibited continuous alarm tubing not detected. No adverse effects reported.